Event description:
During a baxter evaluation, it was found that a pump has constant downstream occlusion alarms. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the constant downstream occlusion alarms caused by the downstream sensor readings being above specification. The downstream sensor assembly will be replaced.